Event description:
It was reported that noise was observed on the real time egm channels while using inductive telemetry. All other electrical parameters and general device functionality was noted to be normal. The device was interrogated using rf telemetry and no noise was observed on real time egm. The patients condition was good before and after the event. Patient and the device will continue to be monitored.

Event description:
It was reported that noise was observed on the real time egm channels while using inductive telemetry. All other electrical parameters and general device functionality was noted to be normal. The device was interrogated using rf telemetry and no noise was...

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.